Event description:
It was reported that during a da vinci-assisted surgical procedure, the prograsp forceps instrument pliers suddenly couldn't be moved/gripped as desired. The procedure was completed with no reported injury. Isi followed up with the initial reporter and obtained the following additional information: the instrument showed no physical damage at the distal end. To resolve the reported issue and continue the procedure, the affected instrument was removed and replaced with another one. There was no patient injury.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis, and the complaint was confirmed. The instrument was analyzed and found to have a frayed grip cable at the distal end. The probable root cause of a frayed cable is attributed to damage to the cable through external collisions, during use, or during reprocessing.